Manufacturer narrative:
Correction made in section d2b. Product name and lot number are unknown therefore the product code is unknown. Manufacturer internal reference number:(B)(4).

Manufacturer narrative:
Very limited information was received. Additional patient, event, and product information has been requested from the customer. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
Event was reported on (B)(6) 2026. A healthcare professional reported that the patient was in a lot of pain and on the patient came in and the implant was fully out.

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results the lot information was not provided therefore the DHR could not be reviewed. Stock product reviewed results the lot information was not provided therefore the stock product could not be reviewed. Investigation methods/results the reported product has not been returned to date therefore an analysis of the physical product could not be performed root cause description the root cause could not be explicitly determined. A potential root cause may be due to the patient potentially experiencing an allergic reaction which could have caused the patient pain. Per the reported information, the patient had experienced pain. Another potential root cause may be due to the patient experiencing an infection which could have been a result from the implant failing to osseointegrate as per the reported information, the implant was fully out of the patient. Manufacturer internal reference number: (B)(4).